Event description:
Customer reported that she was unable to get the insulin pump out of the prime loop and unit alarm during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk.